Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 500 mg/dl. Troubleshooting was performed and the current blood glucose value was also 500 mg/dl. The customer alleges the insulin pump was under delivering. The customer stated the sensor glucose value was 200 mg/dl. The customer does not report any symptoms related to high blood glucose and the hyperglycemia was treated with insulin pump. The pump was used with in 48 hours of the reported event and the smart guard/auto mode was active at the time of event. No further patient complications were reported. It was unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set, ozp-mmt-7020-snsr.